Event description:
Per operative report: the valve was explanted due to mitral stenosis and insufficiency. There was a "fair amount of pannus formation around the rim of the valve". It was replaced with sjm 23m-101. Sjm 19a-101 was also implanted in the aortic position along with an aortic annular enlargement procedure.